Event description:
It was reported that this device had a battery depletion error displayed on the latitude monitoring system. The device has been implanted greater than six years. Also, there was an untreated episode due to oversensing of noise. Technical servies discussed the findings with the caller. The device remains implanted. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device had a battery depletion error displayed on the latitude monitoring system. The device has been implanted greater than six years. Also, there was an untreated episode due to oversensing of noise. Technical servies discussed the findings with the caller. The device remains implanted. There were no adverse patient effects.